Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the leadless implantable pulse generator (ipg) exhibited micro dislodgement, increase in threshold and high thresholds. The ipg was revised, reprogrammed and later explanted and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.